Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6fr sheath hole prior to a patent foramen ovale (pfo) procedure. Reportedly, the prostyle device was advanced into the vessel without issue, but no backflow from the marker lumen was achieved. When the device was pulled out a bit to flush, a suture break was noticed. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a >10fr sheath and the pfo procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen blockage and suture separation were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported marker lumen blockage (no back flow) appears to be related to under insertion of the device. The reported suture detachment was not confirmed based on the device returned with the posterior needle tip exposed from the guide tube indicating the device may have been inadvertently deployed during removal. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.